Event description:
It was reported that the user experienced repeated alert 38 indicating consecutive stalled motor events and also reported an insulin occlusion alert; the user had restarted the ilet multiple times over two days and initially changed only the infusion site, after which they were advised to perform a full supply change. Symptoms included no reported changes in blood glucose. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included user education and troubleshooting. Investigation of this case revealed that the device generated a motor stall alert after priming and rewinding and that an occlusion was indicated prior to the recommended full supply change. It was concluded that the event involved hardware issues related to insulin delivery with motor stall and occlusion alerts, and user guidance was provided to perform a full supply change.